Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Contact information for end user (B)(6)).

Event description:
The event involved a transducer, 84 inch (213 cm), 3 ml/hr, macrodrip the customer stated that customer informed that the item was attached to patient and monitor. The values shown were not consistent. The backplate of the transducer came off and was also informed by mr (B)(6) consultant that it was not the first time. There was patient involvement , unknown harm.

Manufacturer narrative:
Investigation summary: no product samples, videos were returned for investigation. However, an image was provided by the customer showing the label of the package. A failure mode was not able to be identified from the image provided by the customer. Without the return of the reported sample the complaint could not be confirmed. The device history record for lot 13543669 was reviewed and no non conformities were found that would led to the reported complaint.